Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram batteries. The system operates as intended.